Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: date unknown. Additional device product code are: mni, mnh, kwp, kwq. This report is for 1 unknown rod. Part and lot numbers were not provided by reporter. UDI: unknown part number, UDI is unavailable. Implant date unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). This report is for 1 unknown rod. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a revision surgery on (B)(6) 2016 for removal of pangea implants. The reason for the revision surgery is unknown. Patient was originally implanted on an unknown date and unknown reason in the left pedicle at l4-s1 disc space with posterior pedicle screws and rod fixation. The surgeon removed one rod, three screw and three locking caps. It was observed that the removed implants had no issues. It is unknown what the patient was revised to. Patient status/outcome is unknown. Procedure was successfully completed with no surgical delay. This report is for 1 unknown rod. This report is 3 of 3 for (B)(4).